Manufacturer narrative:
The returned device was evaluated. Contaminant was observed on the electrical contact plates during visual inspection. During functional testing, the device was able to power on and obtain measurements. Contaminant on the electrical contact plates results in intermittent electrical disconnects from interfacing battery module due to poor electrical contact from the contaminant and foreign debris. Cleaning the contact plates restored full functionality to the modules. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device was intermittently disconnects spo2. No consequences or impact to patient were reported.